Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 1000mcg/ml fentanyl at 622.4mcg/day via an implantable infusion pump for spinal pain. It was reported that the patient's doctor removed med from the pump and refilled it, the told the patient that the pump had flipped and kinked the catheter. The doctor told the patient they know the catheter is kinked because they removed "400cc of fentanyl," from the pump. The patient reported that 13.5 syringes full of fluid was removed from around the pump. The patient was wondering if the pump flipped over and unkinked itself, would they get a flood of medication and would it hurt them. No further complications were anticipated/reported.